Event description:
The facility reported depleted bateries during use with no patient involvement. Although baxter attempted to obtain information, details were not available regarding addtional contact information. The hospital representative stated that there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed. The facility's baxter field service engineer confirmed the reported condition. A corrective and preventative action has been initiated.